Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, minor scratched display window, pillowing keypad overlay, missing serial number label and scratched case.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that son has an insulin pump and was at wrestling tournament and lost the piece that holds the battery in. He doesn't know what he did with it an was wondering if they could get a replacement. The customer declined to troubleshoot for high blood glucose. The customer also informed that the label was missing. The insulin pump will be returned for analysis.